Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgement occurred. The patient was undergoing percutaneous coronary intervention. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, the stent got dislodged inside the patient. The procedure was completed with another of same device. The patient condition was stable post-procedure. It was further reported that no stent dislodgement occurred. The vessel was calcified, which made stent delivery difficult and caused the device to be kinked.

Event description:
It was reported that stent dislodgement occurred. The patient was undergoing percutaneous coronary intervention. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, the stent got dislodged inside the patient. The procedure was completed with another of same device. The patient condition was stable post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.